Event description:
It was reported the asymptomatic patient presented in the clinic for a routine follow-up with one non-sustained rv oversensing episode due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. Device remains implanted.